Event description:
It was reported that an external leak fluid was observed from the tubing of a prismaflex m150 set during priming due to "worn threads". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.